Event description:
Event description cpi received information that during a routine patient follow-up, a message indicating the lead measurement was out of range (29 ohms) was observed. Yet the impedance measurement noted is above that to trigger this warning message. It was further reported that the shocking impedance had decreased since implant. The physician suspects that the lead may have moved slightly one day post implant, but r-waves and other measurements remain stable. Lead integrity was confirmed with pocket manipualtion and additional testing.